Event description:
It was reported during the implant attempt that after approximately 15 turns the lead was tested and the impedance was 2000 ohms. The lead was retracted and attempted again, but the helix was not visibly retracting via fluoroscopy. When the lead was removed and tested on the table, the helix would not retract. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.